Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Analysis noted residue and wearing on the upper shaft of gear number two. The returned pump was interrogated and as per the logs the following medications were being administered as of (B)(6) 2019: hydromorphone with concentration 1,000.0 mcg/ml at a dose rate of 383.3 mcg/day and bupivacaine with concentration 30.0 mg/ml at a dose rate of 11.500 mg/day. Correction: the previously reported date of event (B)(6) 2019 was corrected to indicate (B)(6) 2019 in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving hydromorphone, 1000 mg/ml concentration at 383 mg/day dose and bupivacaine, 30 mg/ml concentration at 11.5 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that motor stall occurred on (B)(6) 2019 (23:19) and patient was unable to utilize her patient programmer (ptm). Logs were read - the motor stall recovered at 0758 and the hcp requested a replacement. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. At the time of this report, the issue had resolved and patient status was alive-no injury. Pump was explanted on (B)(6) 2019 and would be returned. No patient symptoms were reported. No further complications were reported.